Event description:
It was reported that after the physician accidentally activated the high voltage therapy on a device, inappropriate therapy was delivered due to electromagnetic interference. No malfunction was alleged against the device. Abbott technical support was contacted, and the high voltage therapy was deactivated to resolve the event. The patient was in stable condition.